Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported from (B)(6) that a silent nite 3d one piece device experienced a malfunction in which the anchor fractured. No additional information was provided.